Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead had fractured. The lv lead exhibited high thresholds and high impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.